Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status mol 1. The device was implanted for 34 months and 38 charging cycles were recorded to the device memory. The header of the ICD was visual inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or mfg problem. Next, the memory content of the device was inspected. During the analysis of the available iegm's, noise was observed in the ventricular channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The analysis revealed no indication of a device malfunction. The ICD proved to be fully functional during analysis. No indications of a ICD malfunction have been found. Neither the analysis of the lead nor the analysis of the ICD revealed any sign of a material or mfg problem.

Event description:
Ous MDR - this device was explanted due to inappropriate shock after being implanted for about 34 months.